Event description:
Patient underwent cataract extraction with implantation of intraocular lens (iol) in 2008. On postoperative day #1, surgeon observed fibrinous material on the surface of the iol. She consulted with the manufacturer who suggested that it may be packaging material which would dissolve over time. Md followed patient and material did not resolve or change in appearance. The patient developed an inflammatory process and was treated with steroids. On the following month, the surgeon brought the patient back to the operating room and performed an explantation of the amo tecnis lens and placement of a different iol. The lens was placed in an inserter and the inserter was placed in the capsular bag and the lens was unfolded in the bag. The debris appeared on the surface of the lens which would have been inside the fold.